Event description:
The surgeon implanted an aa4207vf model lens in the patient's right eye in 2001. The corneal status was normal and there were no problems during surgery. The patient had a reaction approximately a month and a half after lens implantation. The patient was put on steroid tablets and drops. When this treatment was stopped, the patient developed uveitis. The surgeon considers this event to be lens related. At the most recent post-operative examination to patient's vision is unstable with vasc of 6/60, iop is normal. The prognosis is not good. The lens remains implanted.